Event description:
Incident reported as: customer reports that the device is not firing clips properly. No pt injury or intervention reported.

Manufacturer narrative:
Evaluation results: other- sample # 1 was disassembled and it was noticed that the trigger was broken; no other assembly issues were detected. Sample #2: same issue as sample #1. Conclusions: other- root cause analysis and corrective action will be required of component vendor. Quality notification was created to document their investigation. DHR- no evidence of packaging defect found during production of the lots reported.